Manufacturer narrative:
(B)(4).

Event description:
It was reported that gradual increase in pacing lead impedance leading out of range pli was observed. Possible caused of the issue is lead-tissue interface creating fibrotic tissue or a small local heart infraction. Lead replacement was suggested. The patient is scheduled for a lead replacement.